Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had low blood glucose levels and hospitalized. The customer stated she got sick from her stomach, had insulin for her dinner and no food. This caused the customer to have low blood glucose. The paramedics were contact and treated her with a glucagon shot. The customer's blood glucose at the time of the event was 48mg/dl. Customer treated with food. Customer has been experiencing low blood glucose. She woke up with 56mg/dl, had a smoothie for breakfast. The customer's blood glucose at the time of hospitalization was between 43-84mg/dl, treated with orange juice. Advised customer to monitor the insulin pump and contact her doctor.